Event description:
On august 28, 2009, the lay user/reporter contacted lifescan (lfs) to report the one touch basic enhanced meter was set to the incorrect language. The sr. Medical surveillance specialist contacted the patient to obtain additional information; however, was unable to reach him by telephone. The smss reviewed the recorded customer service telephone call. Since an unspecified date the previous month, the patient noted the reported meter was set to the incorrect language; he was unable to use the meter to test his blood glucose level. During that time period, the patient reportedly experienced no symptoms of high or low blood glucose levels. On an unspecified date that month, the patient visited his physician during a routine office visit, where his blood glucose level was tested to be 300 mg/dl. The physician sent the patient to the emergency room for treatment, where he received intravenous fluids and an unknown injection. The patient noted he tests only once per day and bases his breakfast meals on the fasting blood glucose results. During the time period, the patient did not test his blood glucose levels, he continued to take his usual doses of the oral diabetes medication glucovance 500mg/2.5 mg twice per day. The language setting issue was resolved with troubleshooting. The meter, test strips and control solutions were replaced. The patient was unable to adjust his meals after not being able to test his blood glucose levels due to the meter issue, and afterwards reportedly became hyperglycemic and received emergency medical attention and intravenous treatment. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.